Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, the brown (-5v) and black (main batt) wires were open in the trunk cable connector. The cause of the check te pad messages is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force place on the cable at the connector. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A pt contacted zoll customer support to report constant check te pad message. The patient was issued a replacement electrode belt.